Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue began around 6 months prior to contacting lfs and has reoccurred intermittently since then. The patient manages her diabetes with oral medication, diet and exercise and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that on an unspecified date and time after the alleged product issue began she developed symptoms of ¿fatigue, disorientated and shaking¿. The patient stated that she would obtain advice from her nurse ¿every 8 weeks, minimum¿. No medical intervention was reported and no other device was used to obtain a blood glucose result. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The csr educated the reporter on the meter¿s behaviour and auto-shutoff and the issue remained unresolved and established that the battery did not require to be replaced. The batteries in the meter were alkaline. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.